Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. Since being implanted the patient gets shocks down their left leg. It seems to be happening more and more often. There were no falls or trauma that were related to the issue. The patient already talked to their manufacture representative (rep) 6 weeks ago about it and they tried reprogramming it but it is only getting worse. The patient was redirected to follow up with their healthcare professional (hcp). Additional information was received from the rep on 2018-feb-06. The rep does not recall the patient complaining of shocking. They saw the patient for a reprogramming on (B)(6) 2017. After which the patient seemed satisfied. The cause of shocking was not determined and it remains unknown if the patient is still getting the shocking sensation. Additional information was received from the rep on 2018-feb-09. The rep stated that they could not remember whether or not the patient mentioned the shocking to them. The rep saw the patient this week and the issues have been resolved. No further complications were reported/are anticipated.